Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was 500 mg/dl. The customer also stated that they had blank display. The customer states battery compartment was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted.